Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had drawer observed that all diagnostic lights were off. A field service engineer identified the issue and replaced controller in order to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a drawer not detected on bus. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.